Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This customer advised that the device was analyzing the patient's heart rhythm when it powered off. The device was powered back on and the same problem happened again. The patient did not survive.

Manufacturer narrative:
The device was returned for evaluation therefore, it has been updated accordingly with the new information. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm the device experienced an inappropriate loss of power. Physio determined that the cause of the reported issue was due to loss of contact at the battery contact between the battery wire harness and the installed battery. The customer received a replacement device through trade in.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control performed a clinical review of the reported patient event and was unable to determine if the device use contributed to the patient outcome. This was because of insufficient information available, due to the lack of the patient ECG record for the event to determine if the ECG rhythm was shockable. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This customer advised that the device was analyzing the patient's heart rhythm when it powered off. The device was powered back on and the same problem happened again. The patient did not survive.